Event description:
This lv lead was damaged during a device change out on (B)(6) 2018. The lead was scheduled to be changed out on (B)(6) 2018.

Manufacturer narrative:
The lead under complaint was not received for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead and ICD as well as on the analysis of the ICD itself. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected. The visual inspection revealed that the inner hexagon of the is-1 lv set screw was completely rounded and the spring element damaged, indicating the presence of strong external forces during implantation and connection of the corresponding lead. There was no indication of a material or manufacturing problem. No other anomalies were present. In particular, test leads could be properly connected to the device header. At a next step the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the lead was not returned for analysis. The analysis of the ICD revealed no indication of a device malfunction. The clinical observation resulted presumably from strong mechanical forces applied in the course of the surgery. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD.